Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station experiences intermittent shutdowns during login or when medications are removed, indicating a persistent issue. A field service engineer conducted an inspection and reestablished all station connections, including drawers, cables, power supply, commsled, docking board, and aio. Additionally, the engineer replaced the battery to address the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station keeps shutting off intermittently when logging in or accessing medications. A customer has indicated that the user experienced a short delay in obtaining medication from another station, which prevented them from issuing it to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system station keeps shutting off intermittently when logging in or accessing medications. A customer has indicated that the user experienced a short delay in obtaining medication from another station, which prevented them from issuing it to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system battery required a replacement. A field service technician replaced the battery, reseated connections and inspected all station connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.